Event description:
Related manufacturer reference number: 3005334138-2018-00410, 3008452825-2018-00366. During an ablation procedure the transseptal needle would not pass through the introducer. The sheath was replaced and again the needle would not insert through the introducer, even after reshaping the needle. This caused a clinically significant delay in the procedure. A non-abbott sheath and transseptal needle were used to complete the case with no adverse consequences to the patient.

Manufacturer narrative:
One swartz introducer sheath and dilator were received for evaluation. A brk needle assembly was also returned. No functional anomalies were noted when the brk needle and a stylet from current inventory were advanced through the returned sheath/dilator assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty remains unknown.